Manufacturer narrative:
The pad device was installed on (B)(6) 201,0 and operated successfully until (B)(6) 2010. The device began to fail on (B)(6) due to low battery. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.